Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2008, in regards to erroneous accutni (troponin) results generated on the synchron lx I 725 clinical system. The pt sample was retested and the results were within the normal reference range. The initial erroneous results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found the mixer motor speed was too low and the alignment of the main pipettor caused it to deflect off the cover of the reagent storage module, an adjustment to the pipettor gantry was made. The fse cleaned the wash wheel, replaced the mixer motor belt and pulleys, adjusted the belt tension on the lead screw, rebuilt the precision pump and replaced the main pipettor and the three aspirate probes. Also, the fse found air bubbles in the substrate line during priming. The cap and the white fitting on the substrate bottle were loose. The fse tightened the cap and primed the substrate to remove the bubbles. The fse performed system check and high sensitivity inc52 with passing results. Also the calibration and quality controls (qc) were within spec. Fse verified the instrument was performing to set performance specs. Although hardware is a likely contributing factor, no definitive root cause could be determined for this event. This is one of four separate MDR reports related to four pt events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-01705, -01706, -01707 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.